Event description:
100 mm stapler from open gastric pack - physician unable to fire. 3 reloads used with peri strips. New stapler opened with two more reloads. Peristrips also used with all reloads. 3rd stapler opened with new lot #, still unable to fire. 4th stapler did fire w/0 incident.